Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: olympus confirmed that due to failure of the electro pneumatic proportional valve, gas leakage from the 2nd plumbing occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the failure of the electro pneumatic proportional valve, gas leakage from the 2nd plumbing and the front panel is cracked. There was no patient involvement.